Manufacturer narrative:
Section a6: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section e1:telephone number: (B)(4). Section e1: full name, address, email and zip code not provided as event was reported via the national medical products administration (nmpa). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Complaint received from national medical products administration (nmpa) reference number (B)(4). It was reported that iol was implanted into the patient's eye and it was found there was a crack in the optical part of the lens. The lens was removed and replaced. There was no delay in treatment or other interventions performed. No further information was provided.